Event description:
While performing a right ankle fusion, the end of a drill bit broke off inside the patient. It was decided by the surgeon that the benefit of retrieving the piece did not outweigh the risk so it was left in the right foot.